Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer reported that the conductor wire insulation of the maryland bipolar forceps (mbf) instrument was damaged with the exposed internal wire. There was no arcing observed. The procedure was completed with no reported injury with a backup mbf instrument. Intuitive surgical, inc. (Isi) followed up with the isi field service engineer and obtained the following additional information: the mbf instrument was inspected prior to use with no damage. It was unknown if the mbf instrument collided with any other instrument or tool during the procedure. There was no fragment falling inside the patient¿s anatomy.

Manufacturer narrative:
Based on the claim against the product by the customer noting damaged conductor wire insulation of the maryland bipolar forceps (mbf) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mbf instrument was analyzed and found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The root cause of this failure was attributed to a component failure. Additional findings, which were not reported by site, were the following: the instrument was found to have the cable crimp dislodged at the yaw pulley location. The crimp is still attached on the grip cable. The root cause was attributed to a component failure. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.079¿ - 0.158¿ in length and were not aligned with the tube axis. The root cause of this failure was typically attributed to mishandling or misuse. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. The instrument was found to have a broken bipolar yaw pulley. Broken piece was missing as a result of breakage, measuring roughly 0.017¿ - 0.029¿. The root cause of this failure was typically attributed to mishandling or misuse, such as excess force applied to the distal end of the instrument. This may be attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. The complaint regarding damaged conductor wire insulation was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing piece from the broken bipolar yaw pulley from the maryland bipolar forceps instrument. The missing piece could fall inside the patient during the surgical procedure. Based on the information provided, there was no report from the customer that a fragment from the instrument fell inside the patient during the procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.